Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. -the patient's condition was good before and after the procedure-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.